Manufacturer narrative:
Eval: results- a visual inspection of the returned products confirmed the lead had a kink in the lead body and al of the lead wires had separated at the site of the lead body kink. The kink in the lead body and the damage wires resulted in the loss of therapy noted in the fluid. The damage to the lead was due to repetitive stress to the lead while implanted. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
It was discovered, the pt ((B)(6)) lost stimulation. Surgical intervention was undertaken to address this issue and it was discovered the pt¿s lead was broken. The device in question was explanted and replaced. Effective stimulation was recaptured for the pt following the procedure.